Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q12 and a thermally damaged q16 on the defibrillator pca. Additionally, high voltage energy had deviated to low-voltage circuitry, damaging various components. The root cause for the shorted igtbs and could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was resetting.